Manufacturer narrative:
Investigation in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported during a patient procedure with their harmonyair aseries surgical lighting system that a button became detached and fell into the sterile field. The sterile field was reestablished and the procedure was completed successfully. No report of injury.